Manufacturer narrative:
(B)(4). The cause of the presence of the paper fragment could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation against the reported condition of particulate matter inside of the fluid pathway. Visual inspection confirmed the reported condition. A tiny fragment of red paper approximately 0.3 square mm in size was found floating freely in the fluid of the bladder. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an intermate was observed with a red particle in the solution in the reservoir. This event was observed after the device had been filled with piperacillin/tazobactam. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.